Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 13.7cm was returned for analysis. External insulation abrasion was noted at 7.6-7.9cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during an analysis.